Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 54 and pump error 3 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.